Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation found that the xenon lamp was not powering on and was shifting to spare lamp intermittently due to a faulty igniter and power supply converter. Additionally, dust was found inside the equipment, the white light imaging lens was foggy causing low light intensity, and the lamp on/off switch was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the xenon lamp was checked and found xenon lamp pro xenon light source was not powering on however; the spare lamp was working. The issue was found during maintenance and the same device was used to complete the operation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the phenomenon is likely due to a defect in the igniter and the power supply. Olympus will continue to monitor field performance for this device.